Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that this technique extends the reach of endovascular therapy to the most severe subcategory of tasc iid aiod and is a viable alternative to aortobifemoral bypass for ciao.

Event description:
Article received: pepe, r. E. (2016). Endovascular reconstruction for chronic infrarenal aortoiliac occlusive disease. Annals of vascular surgery, 263.e11 - 263.e16. Purpose: to describe the use and short term outcomes of an endovascular technique that allows for successful revascularization of the chronically occluded infrarenal aorta, aortic bifurcation and the iliac system. Per the article adverse events included right claudication and right thrombosis.